Event description:
It was reported that guide wire tip detachment occurred.the target lesion was located in the coronary sinus vein. A 182cm luge guide wire was advanced to the lesion however, the tip of the guide wire broke off. The detached portion was not retrieved as the lesion location was "too far". The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal end bent at 176.0cm approx. From the proximal end; and the distal tip detached (5.0cm approx). All the outer diameter (od) were taken and compared and all of them are according specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned with sample which presented evidence of torsional bending as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the coronary sinus vein. A 182cm luge guide wire was advanced to the lesion however, the tip of the guide wire broke off. The detached portion was not retrieved as the lesion location was "too far". The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.